Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found the main half height legacy drawer (4.2) cubie pocket a1 lid not recovering due to a bad jump and damaged lid cover. A faulty release spring was identified under cubie a1; the jam was removed and the spring was fixed, restoring normal operation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a failed hardware message. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the unit continued to display a 'required maintenance' message. The customer also shut down the station by unplugging the power cord from the back of the station, waited for 2-5 minutes, reconnected the power plug, and turned the station back on. Despite these steps, the customer was still unable to recover the drawer, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.